Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5088812. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength test results were found to be acceptable. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and infection (late onset). These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side seroma and "breast infections." Patient additionally reported via regulatory agency "fluid in their implants, breast enlarged, and feeling like something coming out of their armpit". Patient also reported via regulatory agency "health issues due to textured implants, and probably had hysterectomy due to their implants. Their breast hurt, swollen, tingling, loss of feeling in their hands, dry eyes, mucus in their throat, night sweat, bad skin, stomach issues, and some more, burning, aches, itching, cold"; these events are not device related. Device remains implanted.